Manufacturer narrative:
The field service rep determined the rinse tubing had hole worn into it and was spraying in system. He replaced the tubing and ran mechanism check to verify analyzer operation.

Event description:
Customer reports leak coming from analyzer and water is on the floor, in a walkway in front of the instrument. Customer could not determine where the water is coming from. Customer confirmed there are no injuries and no pt results were affected by the leak.